Event description:
It was reported that during a routine follow up, inappropriate auto mode switch episodes caused by atrial lead noise were noted. The physician elected not to take any action at this time. The patient was in good medical condition and would be monitored.